Event description:
This spontaneous report was received on (B)(6) 2014 from a (B)(6) caucasian female consumer reporting on self from the united states. The consumer had allergies to nickel and latex. She was not taking any concomitant medications. On the night of (B)(6) 2014, the consumer used johnson and johnson tough pads (lot number 0564c, expiration date unspecified) cutaneously, two bandages once for general wound care on feet. After she applied the bandages on, she drove home which took about three and a half minutes. She then started sweating and noticed that her feet itched. She realized she was having an allergic reaction. She took the bandage off and used her epipen (epinephrine), route and dose unspecified. On the same night, she went to the emergency room. Consumer stated that she was in the emergency room for seven hours but was not admitted in the hospital. She mentioned that she had similar experience with the use of other unspecified bandages. She did not use the device further. On the next day, the events resolved. This report was assessed as serious (required intervention) and company causality was assessed as related.

Manufacturer narrative:
The date of this submission is 24-nov-2014. This is first follow up submission for the second product in this case. The manufacturer report number for this submission is 2214133-2014-00013. The manufacturer report number for the first product in this case is 2214133-2014-00012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 06-oct-2014 from a (B)(6) caucasian female consumer reporting on self from the united states. The consumer had allergies to nickel and latex. She was not taking any concomitant medications. On the night of (B)(6) 2014, the consumer used johnson and johnson tough pads (lot number 0564c, expiration date unspecified) cutaneously, two bandages once for general wound care on feet. After she applied the bandages on, she drove home which took about three and a half minutes. She then started sweating and noticed that her feet itched. She realized she was having an allergic reaction. She took the bandage off and used her epipen (epinephrine), route and dose unspecified. On the same night, she went to the emergency room. Consumer stated that she was in the emergency room for seven hours but was not admitted in the hospital. She mentioned that she had similar experience with the use of other unspecified bandages. She did not use the device further. On the next day, the events resolved. This report was assessed as serious (required intervention) and company causality was assessed as related. Additional information was received on 12-nov-2014. A review of the data revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. Manufacturing and facility issues were reviewed and no issues were found related to the reported defect. The production of the adhesive contained no latex or nickel. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains serious.

Manufacturer narrative:
The date of this submission is 29-oct-2014. This is an initial submission for the second product in this case. The manufacturer report number for this submission is 2214133-2014-00013. The manufacturer report number for the first product in this case is 2214133-2014-00012. This closes out this report unless other additional significant information is received.